Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no similar incidents. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. It is likely that the pinhole rupture occurred due to interaction with heavy lesion calcification. The scratch noted near the rupture site also suggests damage to the outer surface likely due to interaction with calcification. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a 95% stenosed, heavily tortuous, and heavily calcified de novo lesion in the mid anterior tibial artery. The balloon of a 3.0x200mm armada 14 balloon catheter ruptured at 8 atmospheres after several inflations. The procedure was successfully completed with a new unspecified armada 14 balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.